Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid resume pump alarm occurred. The user's blood glucose (bg) level was 561 mg/dl. User addressed bg level with a bolus as well as a manual injection. The user changed the supplies and resumed insulin delivery.